Event description:
It was reported that tip detachment occurred. The delivery system was advanced over a platinum plus ic guidewire and a non-boston scientific sensor was deployed. After deployment, the delivery catheter was pulled back past the sensor, and then the guidewire was retracted into the delivery catheter. However, pressure was encountered when removing the guidewire and the wire snapped. Under fluoroscopy, it was noticed that the distal end of the wire was in the distal left pulmonary artery beyond the sensor. The wire was removed with the delivery catheter, leaving the distal end fragment behind. The piece of the wire was removed with a snare. The sensor was bumped and migrated to the right pulmonary artery where it settled and was calibrated successfully. No further patient complications were reported.